Event description:
During service evaluation of a 56 year old female patient's monitor, which was returned for an unrelated issue, a reportable problem was found. Review of the downloaded data revealed excessive abnormal shutdowns. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon review of the patient's downloaded data, there were an excessive amount of abnormal shutdowns. The cause of the abnormal shutdowns is intermittent connections at dsp component u500. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the intermittent connection may have been accelerated through rough handling. A root cause investigation is currently underway. No adverse event resulted from the defective monitor. The patient received a replacement monitor.